Manufacturer narrative:
D4 revised primary UDI number as it was entered incorrectly on the initial report that was submitted.

Manufacturer narrative:
Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical assessment: a 59 year-old female with a medical history of peripheral vascular disease, two prior renal transplants, and pulmonary hypertension presented with non-st-elevation myocardial infarction and mitral regurgitation. The patient underwent three-vessel coronary artery bypass graft surgery, mitral valve replacement, and ascending aortic endarterectomy. Postoperatively, the patient was managed with an open chest and supported with central extracorporeal membrane oxygenation and an intra-aortic balloon pump for three days, after which both devices were explanted. The original plan included consideration for biventricular mechanical circulatory support; however, transesophageal echocardiography demonstrated adequate biventricular function at that time. Subsequently, the patient experienced further hemodynamic decompensation and was transported to the cardiac catheterization laboratory for escalation of circulatory support with potential placement of impella cp and impella rp flex. An impella cp device was implanted successfully and without procedural complication. After initiation of support, the impella device was gradually increased; however, recurrent suction events occurred despite confirmation of appropriate device positioning on fluoroscopy and attempts at repositioning. Due to persistent suction despite adequate positioning, the clinical team elected to explant the impella cp device and abort further device support. The suctions were more likely due to left ventricular underfilling caused by the underlying right heart failure. No device malfunction was reported, and all device-related decisions were based on the patient¿s clinical condition and response to therapy.